Manufacturer narrative:
H10: h2, h6. The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on device handling. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) excessive force (2) device used as a lever for manipulating hard tissue or bone. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a open shoulder cuff repair, front serrated teeth part of the firstpass mini broke off. Pieces were retrieved from the patient with tweezers. The procedure was completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.